Manufacturer narrative:
H3 ¿ analysis of the pump found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine, bupivacaine, and baclofen via an implantable pump for non-malignant pain. It was reported that the patient experienced an "odd loss of therapy last night" where he had sweats and was "going through some problems" where it was "almost like he was going through withdrawal but now he's fine today." The healthcare provider (hcp) checked the pump logs which showed no issues with the pump and they planned to do a catheter access port (cap) study tomorrow. The hcp alluded to some other "events" with this patient but the company representative (rep) did not have any details or full history at the moment. Reviewed option to do a dye study, check reservoir volume for accuracy and consider other possible causes of patient symptoms. Additional information was received from the rep who reported that the cap and roller study did not reveal any device issues. They were unable to clarify the "past events" with this patient and the hcp was unable to determine the cause of the symptoms. On 2021-oct-04 additional information was received from the manufacturer representative (rep). It was reported the patient had sporadic dysfunction of their pump resulting in withdrawal-like symptoms. This happened a couple of times and after other interventions, the hcp decided a new pump was in order. The hcp stated they did a dye study and all appeared okay. This was when they decided to just request another a new pump. The pump was replaced with a new pump.